Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colorectal procedure, the anvil was secured in the colon, but when attached to the trocar of the device and the surgeon was attempting to closed the device, the trocar kept popping off. It was not known if the springs on the trocar were being pressed as the device was being closed. The device was not fired. The device and anvil were removed from the patient and the procedure was completed with another like device. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Corrected data: manufacture date: 7/16/2015; expiration date: 6/16/2020. The analysis results found that the ecs25a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were staples present. A new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The test anvil was attached on the device completely and without any difficulties and did not detach during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.